Event description:
The patient experienced a skin infection at the pod insertion after wearing the pod on the arm for between 49 and 71 hours. The patient noticed an increasing pain at the site, and upon removing the pod, observed pus discharge and redness. A new pod was applied on the opposite arm, and cooling was attempted overnight. Symptoms worsened the following day, with the affected arm becoming warm, hard and swollen. The patient sought medical attention where the doctor diagnosed a skin infection and prescribed oral antibiotics (flucloxacillin 500 mg, three times daily for 7 to 10 days). The hospital visit lasted approximately 30 minutes. The insertion site later appeared bruised, red, and purple. This was the second occurrence of such an event, and the patient discussed this with a diabetic nurse.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.